Manufacturer narrative:
(B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - (B)(6) 2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. - no further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative, business manager, reported that while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive. The surgeon was actively navigating for approximately 30 minutes before this issue occurred. They were unable to move the mouse and pressing ctrl+alt+backspace did not re-boot the application. In trouble-shooting, a hard re-boot restored normal function; the software performed as intended. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.